Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the software version of the device is version 2.30. The rse provided the customer with the part information for the user interface (ui) assembly without navigation ring (nav-ring). This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the customer biomedical engineer (bme), it was confirmed that a replacement user interface (ui) assembly without navigation ring was ordered following the remote service. The bme confirmed that the replacement ui assembly was installed in the device to resolve the issue. The device has returned to full functionality and has been returned to use.